Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to the mfe top shield on the analog board. The customer declined the recommended repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.